Manufacturer narrative:
Our service engineer performed checks on the gu60a system for all sensors and removed panels to ensure all connections where secure. Everything was correct and reading were okay. The new technician placed the patients during auto-positioning even though it is clearly instructed that "warning: if the patient is positioned before completely positioning the equipment first, the equipment may hit and injure the patient" according to its user manual. Service engineer explained how to stop the system in a emergency. Service engineer also spoke with the technicians and clarified that all buttons on thu and remote are dead man switches. Service engineer suggested they do all sitting exams on the right hand side of the bucky tray, as it has 4 sensors. All checks passed and after additional training and explanation of the system provided to the technicians, system was placed back into clinical service.

Event description:
A new technician with limited knowledge on the gu60a x-ray system, was performing a wrist complete view. The technician aligned the patient sitting in a chair on the left side of the system. After completing the first 3 view's (ap, lat, obl), the technician then used the button on the thu, "auto position", to set up for the 4th view called navicular view. This button automatically positions the thu and panel with a 15 degree movement of the panel and system. This 15 degree movement is toward the left where the patient is sitting. On the left hand side of bucky tray, there are no sensors. This movement than scrapped the patient knees. The technician was unaware of the emergency stop buttons and they were also unaware that if you touch the thu screen, all movements will be stopped immediately.